Manufacturer narrative:
Added additional information to section b5 and updated the health effect - impact code.

Event description:
The customer reported faulty safety device (multiple needle sticks). Additional information received on 06nov2023 stated that they cannot say an exact number but the product was cheaply made so when you went to close the safety clip it either bent the needle or the clip did not click into place leaving the needle exposed. They had two needle sticks. Blood work was done on the patient and employee involved per their protocol.

Manufacturer narrative:
Correction made to the verbiage in section b5.

Event description:
The customer reported a faulty safety device. Additional information received on 06nov2023 stated that when you went to close the safety clip it either bent the needle or the clip did not click into place leaving the needle exposed resulting in a needle stick. Blood work was done on the patient and employee involved per their protocol.

Manufacturer narrative:
This report was filed in error. Cardinal health is not the legal manufacturer of this this device. The legal manufacturer is sol millennium med inc. The manufacturer has been notified of the event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported faulty safety device (multiple needle sticks).